Manufacturer narrative:
(B)(4). This is a combination product and the event has been reviewed for both the suture and thetriclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: there are 3 needles in the attached photo, could you please confirm the quantity of broke needles involved in this event? In reference to the photo provided, just the bottom needle was involved in this event, so one needle involved. Did the needle fall into the patient? To my knowledge, the needle did not fall into the patient. A piece of the needle does not remain in the patient. Lot number? No packaging or lot number was kept or recorded. Photo analysis summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows three needles detached sutures. The needle was noted with marks that appears to be by surgical instrument. A clear analysis of the endpoint of the failure could not be made as the photo is distorted when enlarged. Based on the photo review, no conclusion or root cause could be determined. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4). Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. The needle broke while approximating the subcuticular layer. The case was completed with no patient consequences. Additional information was requested.